Manufacturer narrative:
Two handpieces were examined and the reported event was confirmed, due to non-conforming handpieces. The company representative did not indicate finding any issues with the system. A third handpiece (known to be functioning) was tested with the system. The system functioned as intended. Based on qa assessment, the product met specifications at the time of release. No problems were found with the system. The root cause of the reported event can be attributed to nonconforming handpieces, however how the handpieces became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power. The system passed the prime testing. The system was reprimed and the same issue occurred. The handpiece was exchanged and again there was no phacoemulsification power. The surgery was completed using an alternate system and handpiece. There was no harm to the patient.